Event description:
It was reported that during a routine programming for increasing pain levels caused by inadequate stimulation, an impedance check showed that one lead was non functional and that a 2nd lead had two high impedance contacts. The patient's two leads and two splitters were explanted. The patient was re-implanted with two new leads and is recovering well after the surgery.

Manufacturer narrative:
The explanted devices will not be returned as they were discarded by the medical facility. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2316700, model: sc-2316-70, serial: (B)(4), batch: 20565162; product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 20190484; product family: scs-splitters, upn: m365sc3400300, model: sc-3400-30, serial: (B)(4), batch: 20465524.